Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2022, it was observed that the micro tornado hp w hand control device was faulty as they were not able to load any attachment. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Correction: the device was received on 25mar2022 and the preliminary dfa was reviewed. The reported failure of the "check-flo sterility sleeve was not sealed inside the packaging" was not confirmed, however, the black gasket was broken and floating freely inside the sealed package. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.